Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The root cause of this event remains indeterminable with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
Edwards learned that a patient with bioprosthetic valve, implanted three (3) years and three (3) months, underwent valve-in-valve procedure in the tricuspid position due to unknown reasons. The failure mode was not provided. An edwards transcatheter valve was successfully implanted with good results. The patient tolerated the procedure well. No other details provided.

Manufacturer narrative:
A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The instructions for use (IFU) has been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Event description:
Through further investigation, it was learned that the patient underwent valve-in-valve procedure due to severe stenosis. Pre-operative tee revealed that the tricuspid annulus appeared small and the leaflets had severely impaired mobility. A transcatheter tricuspid valve replacement was successfully performed using a 9600tfx 29 mm. There was significant improvement in the transvalvular gradient which was reduced to 2 mmhg. The patient was transferred to the pacu in satisfactory condition. The patient was discharged home in stable condition on pod#2.